Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap sigmoid colectomy one event was (B)(6), lap sigmoid colectomy, eb010 with doctor. Handle locking mechanism began to stick into place and lock up after 30 activations. Second device was opened, no further issues. No patient harm the second event, as referenced in MDR 2027111-2018-00089 I do not have any information on. The or director stated that another laparoscopic handle, eb010, had locked on one of the gyn's when we were not there. Our conversation happened in mid-december. We were not alerted at the exact time of the incident. However, no patient injury or harm. That's all I have." Patient status: "no patient harm".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the reported event and related product. At this time, applied medical is unable to determine the cause of the reported event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.